Event description:
Rptr read in a dental magazine that there is a class action suit stating that this was placed on the market before it was adequately proved to be a viable product. Rptr has experienced 156 failures with one dentist. The teeth made and inserted into pts' mouths either broke or cracked under usual, everyday wear. The teeth had to be removed and replaced. Co has been blaming dentist and now they have pulled it off the market. Rptr feels that this device has been put out without adequate testing. Co sent a tech to the dentist and attempted to satisfy them with concern to the failures.